Manufacturer narrative:
Result of investigation: vyaire was not able to determine the exact root cause of the reported issue because failure is not reproducible anymore.customer performed complete calibration and verification and all steps went well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. It shows in the logs that the tidal volume high and minute volume high alarms were triggered at that time. The reason for this is not determinable with the logs and this unit is not equipped with the real time trending option. Requested the trending data from august 14. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 raises the vt more than 4,000 ml without any justifiable reason, while the bv is still ventilating the patient. The customer confirmed that there was no patient harm reported from this event.